Event description:
Customer reported that pump's quick bolus/wake button was difficult to press and required multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to remove the pump from its case and perform button press tests. Despite these actions, issue persisted. Technical support decided to replace pump and advised customer on steps to store and return the malfunctioning pump, ensuring seamless transition to new device.